Event description:
Additional information received indicates that the issue has been resolved.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to increase the stimulation to the desired strength. A message ¿impossible to continue increasing the amplitude¿ was received. Diagnostics revealed that some of the programs were reaching maximum voltage output. Reprogramming was unable to address the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
The reported observation that stimulation could not be increased was confirmed. As received, the ipg had declared eol. After it was recovered , ble communication was established and the ipg logs were downloaded. A review of the logs identified consistent logging of a program overhead error. A review of the ipg diagnostic monthly program log showed voltage multiplier overhead (vmo) errors began to be logged in august 2019. This would indicate the device was unable to deliver the therapy as programmed. This error is logged when a combination of the ipg programmed parameters and lead impedances result in an inability of the device to deliver stimulation as programmed.